Event description:
The international customer reported the ventilator began alarming and stopped operating. The customer reported the ventilator was in use on a patient and there was no patient harm. The customer reported the device would then not start up when switched on. During evaluation of the device, the manufacturers service technician was able to duplicate the unit not starting up when switched on. The service technician will replace the power management pcb board to address the reported problem.